Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 evening before thanksgiving and customer does not remember with blood glucose of 600 mg/dl. Patient's current blood glucose: 358 mg/dl. Customer reported that the tube was clip and insulin wasn't going in. The customer experienced symptoms such as nausea. The customer was treated with injection. Customer reports they have contacted their healthcare provider regarding the high blood glucose. Customer stated that he have good days and bad days and customer was in his chair . The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.